Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an emergency endovascular repair of a ruptured thoracic aortic aneurysm using two gore&#59412;tag&#59412;thoracic endoprostheses (tg3115/06608407-distal, tg3415/06690580-proximal). The preoperative aneurysm diameter is unknown. Final angiography showed a distal type I endoleak. The procedure was concluded and the endoleak was left to be monitored. The cause of the distal type I endoleak is unknown. On (B)(6) 2009, the persistent distal type I endoleak and a left hemothorax were observed. The aneurysm diameter measured 88 mm. On (B)(6) 2009, tracheotomy was conducted to treat the hemothorax. On (B)(6) 2009, the patient was diagnosed with a reoccurrence of the aneurysm rupture, and expired on the same day.

Manufacturer narrative:
Outcome attributed to adverse event.